Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. The similar incident has four occurrences on june 04 and 05, 2026. Each date has 2 occurrences. This report has been captured for the third occurrence. Furthermore, the other three occurrences have been captured in three different reports, respectively. (B)(4).

Event description:
An event involved a tego connector, it was stated that the encountered significant resistance observed when a syringe was connected to withdraw the catheter locking solution, making aspiration difficult. The event occurred during use with a patient. There was patient involved, and no harm resulted from the event. This report captures three of four incidents.